Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The ra lead was analyzed, passed all the baseline tests and exhibited normal device functions.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. The ra lead was explanted.